Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing lead exhibited high thresholds, diminished sensing and high impedance when positioned in the atrium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead experienced placement difficulty intra-operatively and it was not caused by the patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.